Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that physical stress is applied to the flexure during user handling. As a result, an abnormality occurred in the image sensor unit, resulting in no image and flickering. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image (black) and it flickered during angulation due to damage to the charged coupled device unit, the bending section was kinked and clicked during angulation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image. The issue was found during preparation for use and there were no reports of patient harm.